Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had insulation issue and fractured. Physician did not unscrew set screw fully when taking lead out of header. Physican felt resistance and kept pulling until the lead pulled apart. This lead was partially explanted, and a portion remains implanted. No additional adverse patient effects were reported.